Manufacturer narrative:
The field rep found an obstruction in the rinse line. He cleared the obstruction in the line and replaced sv4. He also adjusted rinse and detergent levels. The field service rep performed ise checks, calibration, and qc on all assays including sodium and co2 to verify analyzer operation. In addition, the customer ran precision check on sodium and co2.

Event description:
Customer had an intermittent issue involving six pt co2 and sodium results during a two day period. Three initial co2 and three initial sodium results recovered very high and repeated lower. Customer could only provide details on two of the six samples: a co2 sample from (B) (6) 2009, gave 60 mmol per l, same sample repeated on another c501 analyzer gave "something like 32 or 34 mmol per l". A sodium sample from (B) (6) 2009 was initially 143 mmol per l, same sample repeated on another c501 gave 134 and repeated again on this analyzer gave 134 mmol per l. Sample type for both assays was serum. None of the discrepant results were reported because the results did not match previous results for the pts or the anion gap calculation was out of range. Customer was unwilling to provide any add'l info but said no erroneous results were reported out and no pts were affected.